Event description:
While investigating a german monitor for an unrelated issue, a reportable problem was discovered. On (B)(4) 2012, monitor sn (B)(4) was resetting while under investigation.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the investigation on (B)(4) 2012, the monitor began resetting. The cause for the monitor resets was isolated to fractured bga solder joints on the monitor's c/a board. The exact location of the fractured solder joints could not be determined. The root cause for the fractured bga solder joints could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective monitor. The patient received a replacement monitor.